Event description:
It was reported that pump experienced cartridge error that stopped insulin delivery. No information was provided regarding impact to customer¿s blood glucose level. Customer¿s mother replaced pump with refurbished replacement and did not wish to speak with technical support, and no additional actions were documented.